Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced pain due to the extension being superficial (date of event unknown). Consequently, surgical intervention was taken on (B)(6) 2015 where the ipg was explanted and replaced (reference MFR report # 1627487-2015-2578). Additionally, the plan was to bury the extensions deeper (not confirmed yet if it actually happened). The patient received two extensions with a same lot number.